Event description:
It was reported that the patient experienced decompensated cirrhosis related to the therasphere treatment that was treated with medication. The subject was enrolled into a clinical study on (B)(6) 2025. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors and a lung shunt calculation of 2.8 percent. On (B)(6) 2025, the first treatment with therasphere was performed. Therasphere administered to the liver was multiple selective through femoral artery and two dose vials were administered; total administered activity dose was reported as 2.623 gbq. Post treatment dosimetry documented between avid uptake in all lesions distribution of y90 on tumors and the lung dose calculation was 3.8. On (B)(6) 2025, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2025, the second treatment with therasphere was performed. Therasphere administered to the liver was selective (<=2 segments in the perfused volume) through femoral artery and a single dose vail was administered; total administered activity dose was 0.914 gbq. Post treatment dosimetry documented between random activity distribution in target lesion distribution of y90 on tumors. On (B)(6) 2025, the subject was diagnosed with decompensated cirrhosis that was treated medically with spironolactone (50mg/oral/daily) and furosemide (40mg/oral/daily). No action was taken with regards to the study treatment (therasphere) and study medications (durvalumab and tremelimumab) as a result of cirrhosis.

Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) # and other product specific information.